Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6) and study ID: (B)(4) having spinal index surgery. It was reported that the patient had persistent pain and a possible pseudarthrosis identified through imaging, following the spinal surgery involving decompression, fixation, fusion, and discectomy. Interventions: an adverse event resulted in treatment, with no hospitalization required; medication administration was performed, specifically oxycodone-apap 7.5-325mg tablet (1 tablet orally as needed), initiated on (B)(6) 2025 to manage pain associated with the corresponding adverse event (possible pseudarthrosis identified on (B)(6) 2025). The outcome status was not recovered/not resolved. Site seriousness assessment: the site seriousness assessment indicated that there was no congenital anomaly, death, disability, hospitalization, life-threatening condition, or need for medical or surgical intervention associated with the event. Site related assessment: the site related assessment indicated that the event was probably related to both the device and to the index surgical procedure. Sponsor assessment: the sponsor assessment determined that the event was not related to the index surgery and was probably related to the device. Index procedure: on (B)(6) 2024, the primary surgeon performed the index procedure, which included direct decompression (bony)/osteotomy, posterior spinal fixation and fusion, and discectomy spanning spinal levels l2 to s1 (discectomy from l4 to s1), with a total estimated blood loss of 200 and no blood transfusion required. And the procedure included the use of mdt cst alliance eligible interbodies, biologics, rods and screws devices, monopolar devices, and bone grafts such as allograft, local autograft, bone marrow aspirate, and grafton dbm putty. Diagnostics: a diagnostic action (eos-1) was performed on (B)(6) 2025, resulting in the finding that there is perhaps some lucency around the s1 screws bilaterally, but still not obvious; abundant bone graft was present in the posterolateral gutters bilaterally. This was assessed as clinically significant. Additional diagnostic tests were performed.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. D4: lot number is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.